Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a false positive result. Pcr was used for confirmatory testing. There was no report of patient impact. (B)(4) the following has been provided by the initial reporter: it was reported that the customer received a false positive result while using the test kit. I received a positive from the test, but a negative on a pcr.

Manufacturer narrative:
H6: investigation summary : this summarizes the investigation results regarding a complaint that alleges ¿customer received a positive result¿ from the bd veritor at home covid-19 test (material # 256094), batch number unknown, but ¿negative on pcr test¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. All returned photographs were reviewed. The complaint was not confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Manufacturer narrative:
Medical device expiration date: unknown initial reporter: address unavailable. (B)(6) address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test ¿has been found producing a false positive result. Pcr was used for confirmatory testing. There was no report of patient impact. (B)(4). The following has been provided by the initial reporter: it was reported that the customer received a false positive result while using the test kit. I received a positive from the test, but a negative on a pcr.